Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2017 at 1:50pm on bed 149, the customer believed the central station alarmed but not the mx800 monitor. The device was in clinical use at the time the issue was discovered. There was no averse event or patient harm reported. No patient details are available were available at the time of this report.